Event description:
Customer was recieving inconsistent readings (in 2/2004 - 228mg/dl @ breakfast, 103mg/dl @ lunch, 129mg/dl @ dinner, 453mg/dl @ bedtime and 124mg/dl the next morning). Eight days later pt passed out and had to go to the hospital where pt spendt the night. Contact reported that the meter read 68mg/dl so pt was given glcuose. Within 15 minutes pt received readings of 400mg/dl, 200mg/dl, 124mg/dl and then 84mg/dl. At this point the customer was taken to the hospital and received a reading from the hospital of 300mg/dl. Pt did not have testing supplies to determine if the meter was functioning according to specifications. Proper technique was reviewed and issues with techniques were addressed. Testing supplies were sent to customer and customer was asked to call 24/7 upon receipt of these supplies to test the meter. Customer has not responded to attempts at contact to complete testing.